Manufacturer narrative:
Ni

Event description:
A customer reported improper processing time in their aer automatic endoscope reprocessor with printer. The unit is not set for disinfecting 12 minutes. The customer was advised that the time programmed for disinfect relates to the product being used to disinfect (i.e. Cidex opa). The customer was advised to follow the disinfectant instructions for use. The customer stated the incorrect setting time was a human error. It was confirmed that the correct disinfect processing time has been set. It is unknown how many patients had procedures with scopes that were not processed at the correct hld (high level disinfect) time. It was reported that there have been no patient reports of injury or harm.

Manufacturer narrative:
Initial medwatch report 2084725-2013-00036 was submitted in error. Mfg name is not advanced sterilization. The mfg name should be minntech. (B)(4).